Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Glenosphere helmet was returned for evaluation. As returned one of the tabs fractured off and was not returned, the remaining tab thickness was verified to be within specification. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a reverse total shoulder arthroplasty, while putting the helmet on the trial, a piece broke off. Both the pieces were retrieved. No adverse events have been reported as a result of the malfunction.